Event description:
It was reported that the insulin pump alarmed failed battery test after a battery cap replacement. The blood glucose reading was 299 mg/dl, for which the customer had tried to bolus. The customer stated that the blood glucose levels were not coming down. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The unit was received with a blank display due to a missing battery tube spring. The battery tube was corroded. The failed battery test alarm could not be verified due to the blank display. The insulin pump was received with a minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot and missing end cap sticker.